Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for overfill with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported while using bd vacutainer® 9nc 0.129m plus blood collection tubes the tube over filled. Patient impact was not reported. The following information was provided by the initial reporter, translated from spanish to english: filled above the marked level. The tube vacuum is higher than usual. It fills above the marked level causing rejection of the specimen. They rule out malpractice on the part of the nursing staff. Where did the incident occur? During use.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd vacutainer® 9nc 0.129m plus blood collection tubes the tube over filled. Patient impact was not reported. The following information was provided by the initial reporter, translated from (B)(6) to english: filled above the marked level. The tube vacuum is higher than usual. It fills above the marked level causing rejection of the specimen. They rule out malpractice on the part of the nursing staff. Where did the incident occur? During use.